Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on 11/03/2016, that on (B)(6) 2016, the receiver displayed a message "transmitter not found". No additional event or patient information is available. No product or data was provided for evaluation. The reported event could not be confirmed. A root cause cannot be determined.